Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Per the (B)(4) or return fields in (B)(4), the evaluation is identified as a frame / bent frame. Both back wheels are cambered in.

Event description:
Customer states the rear wheels are caving inward.